Event description:
It was reported that the insulation that wraps around the shaft of the wand had been compromised.

Manufacturer narrative:
The reported failure was confirmed, the probe showed damage insulation on the distal end near the tip. The probable root causes are, but are not limited too: non conforming component. The device manufacturing history record could not be reviewed since the lot number is unknown. However, based on the previous complaint history and non-conformance review per part number, this possible contributor is less likely to be the root cause for the reported condition. Poor assembly process. Risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse. Based on the information provided, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported and returned unit¿s evaluation; a possible user related as contributor of the failure cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation that wraps around the shaft of the wand had been compromised.